Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an unspecified chemo infusion was started at 1815 as a secondary at 50 mls/hr, to infuse over 4 hours. At 2015, it was noted that the secondary medication bag was empty despite the pump stating that 63mls remained to be infused. A flush infusion was initiated and completed by 2040. It was noted that the secondary tubing had been changed previously in the day after a nurse noted something similar happening with a previous infusion. Tubing and devices were changed again following this incident. There is no report of patient harm.